Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a wrist arthroscopy surgery small metal particles were found in the patient's joint. Most of these metal particles could be removed from the joint. The customer assumes that it was metal abrasion from the devices ar-7300sr (lot 10443423) and ar-7300ds (lot 11199177). It was further reported that one of the devices has bent, despite very little resistance in the joint. There was no harm for patient, operator or third party reported. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery. Update 23-mar-2021: the customer confirmed that the metal abrasion came from the devices ar-7200sr (lot 10443423) and ar-7300ds (lot 11199177).